Manufacturer narrative:
Per field service engineer (fse) states that he could not duplicate the reported problem and the alarmed functioned and no issue. The patient information was requested, but not response received.

Event description:
The customer reported that the ventilator went vent inop with da pcba reference failed error. The customer reported there was no patient involvement.